Event description:
It was reported that in the early 90s the patient ended up in bed and couldn¿t walk anymore. It was determined that the catheter was broken in 3 places. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the catheter had sheared off at the interlaminar insertion site three times. It was noted that the patient¿s spine was hyperlordotic, which was a contributing factor. It was stated that an MRI, x-ray, or CT scan was performed, though no further details were provided. The sheared off catheter was reportedly found via catheter dye study. A laminectomy was performed to retrieve the three sheared off catheter segments from the dural sack and to prevent a recurrence of the event. It was also stated that the patient had multiple visits to the emergency room for acute episodes of sciatic irritability that was stimulated by the catheter fragments. It was noted that the symptoms were often relieved by positioning. It was reported that hospitalization was required due to the event. The device system was used to deliver dilaudid and marcaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j94137471, implanted: (B)(6) 1994, explanted: (B)(6) 1999. Product type: catheter. (B)(4).